Event description:
Rn states a foley catheter was removed & a g-tube was placed 02/18/97. Rn indicates that blood was leaking around the stoma site & up thru the valve. Md deflated balloon & removed g-tube from patient & noticed a 4cmx3cmx3/4cm ulceration on the stomach posterior wall opposite the stoma site. Rn states the patient received 4 units of blood and md placed a foley catheter.